Event description:
Terumo medical corporation received the following reported information: a percutaneous coronary intervention (pci) was performed on the distal right coronary artery (rca). The guidewire passed through smoothly and the dcb (drug-coated balloon) was applied. Perforation in the peripheral blood vessel was confirmed on the final angiography. The catheter was embolized using a coil, and the procedure was completed after hemostasis was confirmed. The patient recovered.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. No anomaly was found in the history investigation results. Based on the investigation result, no anomaly was found in the history record of the product with the involved product code/lot number. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "before advancing the guide wire's tip throughout the dilatation catheter, make sure that the direction of the dilatation catheter's tip is parallel to the vessel. Damage to the vessel may result if the runthrough ns is advanced with runthrough ns's tip pointing toward the vessel wall or not parallel to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.